Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to sensing-threshold anomaly. The threshold had risen to 3.75 at 1ms. The patient was asymptomatic and experienced no consequences.